Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen. The stent implant was returned on a mandrel. The balloon had crimp marks between the markers. There was no damage noted to the stent implant. The balloon was loosely folded. There was a bend in the hypotube, 79 cm distal to the strain relief tubing. There was no other damage noted to the sds. The sheath was not returned. A laser micrometer was used to measure the stent implant outer diameters and was found to be oversized. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent implant had dislodged from the balloon; however, it was not discovered until the sds was inserted into the patient. In the instructions for use (IFU), it instructs the user to inspect the sds prior to use and not to use if any defects are noted. Analysis of the rx zeta confirmed that the stent implant had dislodged from the balloon. The stent outer diameters were measured and found to be oversized, which is consistent with positive pressure being applied to the system. This would cause the balloon to slightly expand, partially deploying the stent. The stent could then become loose/dislodged and the stent outer diameters would then be out of specification, as noted during the analysis. Loose balloon folds and the presence of contrast in the inflation and guide wire lumens are consistent with the device having been prepared for use. Crimp marks were visible on the balloon and between the markers, suggesting that the stent implant was originally positioned correctly and securely at the time of manufacture. The inner diameter of the protective sheath could not be measured because it was not returned for analysis. Although a conclusive root cause cannot be determined, there does not appear to be a product quality issue. In addition, a bend in the hypotube was noted. There was no mention of this in the incident report and likely occurred during the packing/shipping of the device back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during the procedure, it was noticed that the stent was not on the balloon and was in the box since the beginning of the procedure. No additional event or patient information is available.